Event description:
It was reported that during a scheduled replacement of the device due to eri, externalized conductors were observed under fluoroscopy. The lead was capped and replaced. The procedure went fine and the patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.